Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had low rotations per minute (rpm). The reported condition was confirmed. The assignable root cause was determined to be normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during engineering evaluation, it was observed that the motor device had low rotations per minute (rpm). The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.